Event description:
The user facility reported a 69-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support post coronary artery bypass grafting x 4. The team was unable to position the impella in ventricle for optimal position due to anatomy. Impella was resting up against wall of ventricle which did not allow for good flows and suction was sustained and unable to break until p1. The procedure was aborted.

Manufacturer narrative:
The investigation into the delivery/positioning issues has been completed. The impella products were not returned for evaluation. Based on the clinical review, the root cause of the delivery issue - anatomy was most likely due to patient condition because patient's heart in more of a horizontal position. Patient had short aorta. Impella positioning tried twice. Impella inlet resting against ventricle wall.